Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was leaking air at the connection of the catheter and mac-loc. This defect was noticed immediately upon insertion into the abdomen for abscess drainage during a percutaneous chest drainage procedure. The device was removed and replaced with a like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: event: on (B)(6) 2018 it was further reported that the type of drainage was from an abscess located in the abdomen. On (B)(6) 2018 it was further reported that they might have intentionally cut the suture string to remove the drainage device. Investigation ¿ evaluation: a review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed one 8.5french mac-loc catheter in a used condition. Device attributes were measured and found to be within manufacturing specification. A leak test was conducted, confirming the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted, confirming the proximal assembly was secure. The device did leak, but it was not out of specification. An extra length of suture string was noted coming out of the proximal hub and concluded to be the other end of the string coming out of the distal end of the catheter. This extra length may have been pulled out of the catheter to the proximal hub either intentionally or incidentally through interaction with the metal stiffener being inserted and removed. Based on the customer¿s testimony and the returned device investigation, there is no evidence to suggest that the suture string was not cut by the customer intentionally during use. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were two reported complaints for this lot number that were from the same hospital. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. Appropriate measures have been initiated to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.